Manufacturer narrative:
Upon arrival at spectrum medical inc the reported fault was confirmed the left side bobbin was not locking. Spectrum medical inc service engineer (smse) performed the removal and replacement of the left and right bobbin pawl, ratchet, and spring kit.

Event description:
Reported that when adding tension to tubing for cardioplegia, the bobbins strip and don't remain in place despite the locking mechanism.